Manufacturer narrative:
Ous MDR - upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a slightly bend in the lead's distal part. This deformation resulted most likely from mechanical stress during surgery. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. There was no sign of a material or manufacturing problem.

Event description:
Ous MDR - pt had a pocket revision 2 days after implant due to hematoma. During the revision the lead dislodged, resulting in double counting (sense in a and v + qrs complex). On (B)(6) 2012 the lead was extracted. The helix was not coming out appropriately. A new lead was implanted.